Event description:
It was reported that the physician's handheld was having communication issues with various patients. Troubleshooting was performed by a company representative who was able to replicate the communication difficulties. The problem was narrowed down to the physician's handheld. A new handheld was provided to the physician and the handheld with the communication issues was returned for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the handheld was completed on (B)(4) 2014. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.